Event description:
An endurant ii stent graft system was selected for use in a patient for the endovascular treatment of a 5.9 cm in diameter abdominal aortic aneurysm. During the index procedure, the devices (endurant 16x13x124, endurant ii 20x20x82, and an endurant ii 32/32/49) were implanted from distal to proximal. During a follow-up a CT revealed that there was some stent migration observed but the junction had been overlapped properly. The aneurysm size was 75mm. It was reported that the patient presented with abdominal pain and pyrexia. The CT scan showed that the distal end of endurant 20x20x82 and the proximal end of the endurant 16x13x124 were disengaged resulting in a type iii separation endoleak, causing the aneurysm diameter to increase to 78mm in diameter. An endurant iliac extension (etew2020c82ej) was successfully implanted to reinforce the inner graft wall, with no further issues reported. Per the physician, the cause of the events cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by the physician.